Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing numerous ectopic beats and loss of capture following their implant procedure. A chest x-ray was done, and it was found that the right ventricular (rv) lead had dislodged. The pocket was reopened and the rv lead was successfully repositioned. No additional adverse patient effects were reported.